Event description:
In 2008, the pt reported that the display of his infusion device is "fading out" and he is not able to read the bolus amount and the time and date are also affected. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.